Manufacturer narrative:
(B)(6). This report is being filed on an international product, list number 8p32-30 that has a similar product distributed in the us, list number 8p32-21/-31 an evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr result for a patient while running on the alinity I processing module. The following data was provided (reference range: 0-37 u/ml): the patient sample generated an initial ca 19-9 result of 30.189 u/ml, when repeated the sample the result obtained was 2.308 u/ml. The customer repeated the sample for a second time and generated a result of 2.62 u/ml. The pathologist was questioning the elevated result of 30.189 u/ml the patient was tested previously on (B)(6) 2021 and generated a ca 19-9 result of < 2.0. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated alinity I ca 19-9xr results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Return testing was not performed as returns were not available. A ticket search for likely cause lot 31303fp00 did not identify an increase in complaint activity related to the issue under review. Tracking and trending was reviewed and did not identify any related trends. This further investigation reviewed historical performance of reagent lot 31303fp00 was evaluated using worldwide data from customers in the field for alinity I ca 19-9xr assay. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 31303fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 31303fp00. The historical performance of the reagent lot using worldwide data will be used in place of retained file sample analysis. The device history records were reviewed and the likely cause lot 31303fp00 did not show any non-conformances, deviations, or potential non-conformances. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for alinity I ca 19-9 xr reagent lot 31303fp00 was identified.